Event description:
(B)(4). They gave me pain meds before the procedure, I was on a table where it was done in the office and was able to go home the same day, I told my doctor over a few weeks later that I wasn't feeling well at all, he kept ignoring stating it wasn't the essure, but I knew it was. I never had all these things hit me at once. The excruciating pain, my life is not the same and I can't do anything normal, I got my hsg done he asked hi (B)(6) how are you doing? Before the procedure and I told him not well that the essure has me not feeling well at all, I told him all the side effects he checked and said coils are in the right spot, and then he told me to make a visit to come see him. I have been going through hell since I let them put this device in me and I get sick a whole lot more. I have cervical dysplasia, allergic to everything now I have to get allergy shots, I walk with a cane now which I never had to before, I take between 16 to 18 different medications, my stomach is bloated, I'm constantly in pain all over my body that I have to see a pain specialist and I'm only (B)(6) years old this is ridiculous, and I'm afraid my children won't be able to see their mother long due to all my health issues and complications. Bayer and essure has given me a life that I didn't ask for and I want my life back, it's been hard to take the weight off, my menstrual cycles are very heavy where I can't get out of bed because I'm weak. I have to get a hysterectomy because of the problems essure been causing me, I have precancerous issues, breathing issues and you all just won't take this thing off the market all the harm it's doing, how many more births, deaths, or anything does it have to be for you to take this monster device off the market!!!!